Event description:
It was reported that a 56-year-old caucasian female patient underwent a primary breast augmentation with an unspecified gel breast prosthesis and had the left device explanted on (B)(6) 2023. When the device was returned, a rupture was noted during the evaluation. Mentor made several follow up attempts to clarify the reason for the rupture but was unsuccessful. If additional information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On september 05, 2023, the mentor failure analysis lab has received the device for evaluation. On september 08, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the gel breast implant was found to be ruptured. Microscopic examination was performed, and the cause of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: unknown. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).